Event description:
The device was received with no record of a complaint and was unable to be reconciled to an existing complaint. No further information is available.

Manufacturer narrative:
(B)(4). Clip. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed nine conforming clips and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.